Manufacturer narrative:
The AED was received for investigation. The pads used during the rescue attempt were not returned for examination. Data was downloaded from the AED and there was no rescue data for the date of the reported event. Multiple tests and inspections were performed on the AED. Impedance testing was performed to confirm the AED could accurately detect impedance within the human impedance range and, consequently, recognize when pads are attached to a patient. The AED successfully passed all impedance tests during the investigation. Shocks were delivered into a defibrillator analyzer without any problems. The AED was opened and measurements of internal components that could impact the patient impedance circuit found no problems. The AED functioned correctly throughout the investigation and no problems with the hardware were found. The root cause of the reported problem was not identified. The pads used in the rescue attempt were not returned and could not be evaluated. The multiple prompts to place pads after the pads had already been placed on the patient indicates there was poor electrical contact between the pads and the patient. Possible causes of the reported event could be due to damaged electrodes, use error, or the condition of the patient's skin.

Event description:
The staff found an employee unconscious on the floor. Chest compressions were started within a few moments of finding him. AED pads were applied to the individual and may have been infant/child pads and not adult pads. The customer stated "the AED never moved past the prompt to put the pads on, so the rescuers were not able to shock him. The rescuers were not trained on how to use the AED, so they really did not have a full understanding of why their efforts were not working. Fire dept. Arrived within 5 minutes of the call."